Event description:
Event description to summarize the clinical event, we understand that following the implant of this implantable cardioverter defibrillator (ICD), the lead measurements were within normal limits. However, noise was noted on the rate/sense channel resulting in inappropriate shocks. Lead measurements following the shocks were all within normal limits. The ICD was removed and returned to boston scientific for analysis.